Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A site representative reported that, while in a cranial resection, a 1-2cm imprecision was observed while the tumor was being resected. It was reported that the site was accurate on known anatomical landmarks and that the accuracy declined as the site progressed into the anatomy. It was reported that there was no brain shift. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The probable cause of the issue might have been some brain shift. The site has been doing surgeries every week since then and no more issues like this have been reported.